Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that symptom returning  and that patient was scheduled for a replacement on (B)(6) 2020 due to impedance out of range.  No further complications were reported/anticipated at this time.